Event description:
On 01/07/1999 following a diagnostic procedure an angio-seal device was placed in a pt right groin, resulting in immediate hemostasis. One hr post procedure the pt complained of pain and numbness to the right foot. An ultrasound concluded there was an occlusion and the pt was taken to surgery. The surgeon indicated that the anchor, collagen and suture were intact, but the anchor migrated to the superficial femoral artery, this and damage at the bifurcation of the profunda (etiology unknown), caused a thrombus to form occluding the orifice. The device was removed, and the pt was reported in good condition. As of 02/10/1999 no further info regarding this event has been made to the MFR.